Event description:
It was reported that during a ptca/stent procedure, after pre-dilatation, the stent was successfully implanted in a 90% left anterior descending lesion. The lesion was not post-dilated. About 1 1/2 hours later, the patient returned to the cath lab complaining of chest pain. Follow-up angiography revealed something in the stent. It is unclear exactly what was visualized. The issue was resolved by further ptca. Reportedly the patient was doing fine after the second procedure. No other information was reported.